Event description:
A customer tested patient sample for troponin (accu tni) and a result of 0.74ng/ml was obtained. The result was reported out of the lab and it was questioned by the physician as not fitting other accu tni results reported on this patient. The sample was re-tested and a lower result was obtained (0.02ng.ml). A corrected repot was sent. A fresh sample collected from this patient gave a "negative" result which was reported out of the lab. The customer reported that the elevated accu tni result caused the physician to delay the patient's scheduled hip surgery. The customer did not receive any report of patient injury requiring medical intervention attributed or connected with this event.

Manufacturer narrative:
The specimen was collected in a lithium heparin plasma tube. Customer did not report any result flags associated with this event. Qc performed before and after the event was within specifications. A system check performed in 2009 passed all parameters. Several system checks run one week later failed. Customer sent event log copies and there were no event log messages gernerated on date of event. A field service engineer (fse) was dispatched, but did not go on site. The fse phoned customer and instructed customer in addressing possible hardware issues: customer replaced hardware components, ran a system check and qc; all results were in range. Customer resumed patient sample testing. Although parts were replaced, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.